Event description:
The customer contacted stryker to report that their device was displaying an error code. This error code is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device has not been returned to stryker for evaluation. The reported issues could not be verified or duplicated and the cause of the reported issues could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was displaying an error code. This error code is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.